Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had a ragged force to fire and an unusual amount of scissored clips when firing the device. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.